Event description:
Reporter stated that pt had been receiving elevated blood glucose results (500 mg/dl - "hi"), while using the suspect device. Reporter indicated that, based on the elevated results, pt contacted physician and was advised to deliver 300 of insulin, before bed. Reporter noted that, prior to delivering the recommended amount of insulin, pt's blood glucose measured 277 mg/dl, on the suspect device. Reporter stated that pt woke up, during the night, experiencing symptoms of hypoglycemia. Pt reportedly retested blood glucose with a result of 50 mg/dl. Reporter stated that pt self-treated by drinking orange juice and eating cake, after which her blood glucose measured 300 mg/dl. Reporter then stated that pt was treated with interavenous fluids; however, when technical support requested additional information pertaining to the administration of an i.v., reporter became angry and disconnected the call. Pt's current condition: not feeling well. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.